Event description:
I had surgery 2008, my doctor used the gynecare prolift mesh. I have lumps and protrusions from the mesh, there is pain and more very bad pain with intercourse, my bladder leaks terrible, I wear protection all of the time. There is a piece like a banjo string just inside my vagina and some pieces that hang in the opening.